Manufacturer narrative:
An investigation is currently under way. Upon completion of the investigation the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on january 4, 2008 that a customer had a problem with a dialysis catheter. The customer stated that there was leakage after the catheter had been placed. This was noticed as soon as patient was put on dialysis. Catheter was replaced right away and there was no patient harm.